Manufacturer narrative:
17-apr-2024 follow up: there is no MDR needed as the malfunction is not linked to a refill, but to a pulsar for which the malfunction is not reportable as per ra decision (B)(4).

Event description:
Heads of the toothbrushes snapped off in mouth - oral-b [device breakage]. Case narrative: 44-year-old female consumer via phone stated that the oral-b toothbrush heads of the oral-b toothbrush snapped off in her mouth. No injury was reported. 17-apr-2024 follow up via phone: the suspect product was oral-b manual toothbrush pulsar. There was no MDR needed as the malfunction was not linked to a refill, but to a pulsar for which the malfunction was not reportable as per ra decision (B)(4). No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Heads of the toothbrushes snapped off in mouth - oral-b [device breakage] case narrative: 44-year-old female consumer via phone stated that the oral-b toothbrush heads of the oral-b toothbrush snapped off in her mouth. No injury was reported.